Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the blades of the lcsb5 instrument apparently was not providing adequate hemostasis and locked up on numerous occasions. A 2nd instrument was opened and had similar issues. When taking the 2nd blade off from the handpiece, the tip of the handpiece cracked off inside the blade mount. The case was completed by using another instrument. There was no consequence to the patient.